Event description:
The surgeon reported via the sales rep that a male patient presented with pain in the hip. The surgeon reported that the patient underwent an MRI scan and x-ray which identified a mass around the hip joint. The surgeon reported that the patient allegedly had elevated metal ion levels. The surgeon explained that he performed a revision procedure on (B)(6) 2013 and that during the procedure, he discovered that the trunion of the stem was severely worn into a 'point.' The surgeon reported that the head had circular wear marks inside, indicating that the stem was 'gaiting' within the head which resulted in wear. The surgeon suggested that this could have been due to the head not being properly seated and coming loose from the stem. The surgeon added that the cracks on the poly insert are a result of the extraction procedure and that the patient had suffered from a soft tissue metallosis reaction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding stem trunnion wear leading to metallosis/altr involving an accolade stem was reported. The event was confirmed. A material analysis has been performed. The report concluded the femoral head and hip stem exhibited worn surfaces from abrasion. The abrasion occurred due to movement between the head and stem from lack of taper lock between the two. No signs of corrosion were found. No material or manufacturing defects were observed on the surfaces examined. The provided medical information was reviewed by a consulting clinician who concluded: ¿based upon the material available for review no explanation can be determined for the disassociation of the trunnion from the head requiring revision surgery in this case. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. It was reported that the surgeon suggested that the observed wear could have been due to the head not being properly seated and coming loose from the stem. The limited provided medical information was reviewed by a consulting clinician who concluded that based upon the material available for review no explanation can be determined for the disassociation of the trunnion from the head requiring revision surgery in this case. No further investigation for this event is possible at this time.

Event description:
The surgeon reported via the sales rep that a male patient presented with pain in the hip. The surgeon reported that the patient underwent an MRI scan and x-ray which identified a mass around the hip joint. The surgeon reported that the patient allegedly had elevated metal ion levels. The surgeon explained that he performed a revision procedure on (B)(6) 2013 and that during the procedure, he discovered that the trunion of the stem was severely worn into a 'point.' The surgeon reported that the head had circular wear marks inside, indicating that the stem was 'gaiting' within the head which resulted in wear. The surgeon suggested that this could have been due to the head not being properly seated and coming loose from the stem. The surgeon added that the cracks on the poly insert are a result of the extraction procedure and that the patient had suffered from a soft tissue metallosis reaction.